Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under-sensing and noise was observed on the implantable cardiac monitor. Programming recommendations were made. The patient was stable.